Event description:
It was reported that the physician attempted arteriotomy closure using a starclose vascular closure system after an unk procedure. The physician was unable to withdraw the device after deploying the clip because it was jammed. The device was removed after applying a considerable amount of counter-traction. Hemostasis was achieved with manual compression and the pt is doing fine. There was no pt injury or adverse effect. No additional info available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.